Manufacturer narrative:
Correction/removal report number= 3002809144-10/31/19-010-r. Initial reporter: address (B)(6). A product recall letter will be issued to those who have received the bulk solution level sensor (ln 04s68-03). The letter instructs the customers to discard of the part and if it has been installed on the alinity system, to replace with a level sensor 04s68-02 before producing further tests.

Event description:
The customer reported that they had received the bulk solution level sensors, ln 04s68-03 and therefore replaced the 04s68-02 level sensors. The customer flushed several times, but after 3 hours, an error occurred when testing the aspiration of the acid wash, even after repeating the transfer and flushing and bubbles were observed. The customer resolved the issue by replacing the 04s68 -03 with the 04s68-02 level sensors. There was no reported impact to patient management.